Event description:
Material no.: 930700ns, batch no.: 0190176. It was reported by the distributor that the device had particulate per report: particulate.

Manufacturer narrative:
Failure mode is not confirmed since no evidence was provided by customer. The batch record for pn 930700 ln 0190176 was reviewed and there are no defects reported related to "foreign material" during routine in-process inspections during the packaging of the lot. A definite root cause can't be identified without an actual sample or a picture of the defect. The most probable root cause is inadequate gowning by associate(s) and/or preventive measures during the packaging of the product. No further action will be taken based on a negative trend is not observed at this time. H3 other text : see narrative below.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported by the distributor that the device had particulate. Per report: particulate.